Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account to properly complete an investigation. (B)(4).

Event description:
In a journal article, a surgeon reported that approx three and one half years following intraocular lens (iol) implant surgery, a pt with exfoliative glaucoma was found to have subluxed iol into the vitreous and corneal edema. Visual field tests were noted to be increased. Six days following this, the iol was exchanged for a different MFR's lens which was fixed to the ciliary sulcus and a trabeculectomy was performed. Postoperatively, the pt's intraocular pressure remained stable until one month post-exchange. At that time the iop was elevated at 40 mm hg and the pt was treated with medications and the iop stabilized.